Event description:
It was reported that the scorpion suture passer bites through the thread. There was no harm for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the scorpion suture passer bites through the thread. The reported event was confirmed as a functional test with a needle and #2 fibrewire revealed that the fork end is slightly bent. After firing the needle, the thread is jammed and thus damaged. This is typically caused by dropping the device or smashing the device into solid material and applying excess prying forces to reopen fork end.